Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient, that is enrolled in the vercise dbs dystonia registry a4012 clinical study, experienced an intercranial hemorrhage the day following the implant of the deep brain stimulation (dbs) lead, which was assessed as being mild in severity. The patient was given medication and hospitalized, the event resolved six days later. The event was reported as having a possible relationship to the procedure.

Manufacturer narrative:
A2: date of birth: 1988 (exact date is unknown). Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7094344.

Event description:
It was reported that the patient, that is enrolled in the vercise dbs dystonia registry a4012 clinical study, experienced an intracranial hemorrhage the day following the implant of the deep brain stimulation (dbs) lead, which was assessed as being mild in severity. The patient was given medication and hospitalized, the event resolved six days later. The event was reported as having a possible relationship to the procedure. It was additionally reported that a post operative computerized tomography scan (CT scan) was performed which showed post operative pneumocephalus.